Event description:
Product analysis summary: the analysis identified a lead coil break. It is believed that stimulation was present for some time after the fracture occurred as evidence by the pitting on the broken coil wire. The connection the setscrew and lead pin showed evidence that, at one point, proper mechanical and electrical connection was present. The cause of the lead fracture is unk. Potential causes include 1) mechnical failure, 2) implant technique (use of suture, no strain relief), 3) "twiddler" (twisting of the lead), 4) violent seizure, or %) physical injury/accident. The concimitant device (pulse generator) was also returned and analyzed. The pulse generator is operating within the manufacturer's final electrical test specification. The pulse generator did not show any condition that would have contributed to the reported event. It was further reported that the pt is doing better since the vns replacement surgery.

Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. The pt denies any recent injury or trauma that may have damaged the ncp system. The pt still feels stimulation and has not experienced an increase in seizure activity.